Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think either their implant or battery pack is not holding a charge. They noted that they have an appointment with their healthcare provider on (B)(6)2018, and would like a manufacturing representative to be present. The patient did not have their external equipment with them at the time of the report, so troubleshooting could not be done. No further complications or patient symptoms were reported. The patient was implanted for non-malignant pain.